Manufacturer narrative:
Hakim valve (ID 823832) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Serial number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a hakim valve (ID 823832) was implanted on (B)(6) 2023. On (B)(6) 2023, the patient had a computed tomography (CT) check and found that the ventricle was still larger than normal which indicated that the product was underdrainage. On (B)(6) 2023 the valve was explanted and later replaced. The patient had a diagnosis of cerebral cysticercosis when explantation was done. According to the information provided, it is unknown if patient experienced any signs and symptoms due to underdrainage.